Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The bolus wizard functioned properly per the bolus wizard sample in the user guide. The pump was tested with a water filled test reservoir. Several boluses were programmed and delivered. The units left on the display properly matched the units left at the test reservoir. The pump was received with a cracked reservoir tube lip and minor scratches on the display window. The drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 423 mg/dl. The customer treated with 6 units of insulin. At 11pm, the customer's blood glucose 234 mg/dl. Customer declined to troubleshoot for high readings. The product was returned for analysis.